Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating the speaker was damaged and a replacement was requested. There was no indication of sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed the equipment was recently entered into the contract and its horn was damaged. The device showed a blue inoperative message "speaker fail" and it was confirmed there was distorted sound. The customer was provided a replacement speaker to resolve the issue. The device has returned to working specification. No further investigation or action is warranted at this time. Reporter phone (B)(6). Reporting institution phone (B)(6).